Event description:
Customer's mother called in stating that customer and family are on vacation right now and having issues with high blood glucose levels. Customer went swimming and took off the device for about two hours. After reconnecting to the device, customer's blood glucose level was 303 mg/dl. She corrected with the insulin pump. A few hours later, customer's blood glucose level was 594 mg/dl, and customer treated with an injection. Customer was feeling thirsty and having stomach pains. The drive support cap appears normal. Insulin exited the tubing during manual prime. There is no leak. Trouble shooting could not be completed because customer does not have a tubing clamp. When customer changed her infusion set, the cannula was bent. It was explained that high blood glucose levels are often caused by infusion set or site issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.